Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced a hyperglycemic event. Patient was taken to the hospital. Patient's blood glucose level registered in the 300's at the hospital. Patient experiencing flu like symptoms such as dehydration, vomiting and body aches. Patient was diagnosed at the hospital with diabetic ketoacidosis and treated for dka. Device that was worn is not available for technical review.

Event description:
Mother of type 1 diabetic pt. Using vgo 30 since (B)(6) 2016 reported to valeritas customer care pt. Hospitalized for dka on (B)(6). Pt. Experienced flu like symptoms-vomiting, aching all over and dehydration. Vgo was removed by the staff at the hospital when pt. Arrived. In the hospital bg in the 300s. Ae assessor has placed multiple calls to the pt./mother and left a call back number and the pt./mother has not returned the calls. Without speaking with the pt./mother the ae assessor is unable to identify contributory causes to the diabetic ketoacidosis, hyperglycemia, with hospitalization and compare pt. Pre-vgo diabetic medication regimen, any pre-vgo diabetic ketoacidosis, and pre-vgo bg range to pt. Vgo insulin/diabetes medication regimen and bg range. This case will be closed without further follow-up. If the pt./mother returns the calls, the case will be reopened for further investigation. Device unavailable for investigation.